Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number and manufacturer (manufacturer name, city and state) was incorrect; the correct FDA rn number is 3011392541 and the correct manufacturer (manufacturer name, city and state) is tva medical, inc. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the arteriovenous fistula (avf) allegedly failed to create in the right arm, therefore, a surgical fistula was required to complete the procedure. The patient was stable at the conclusion of the procedure.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the arteriovenous fistula (avf) allegedly failed to create in the right arm, therefore, a surgical fistula was required to complete the procedure. The patient was stable at the conclusion of the procedure.